Manufacturer narrative:
Investigation summary: priming problem/use against labeling: clinical reported prior to device start, team forgot to connect pump to purge line and pump was not primed prior to entering body. The cause of this issue was determined to be use related as evidenced by clinical details mentioning pump insertion without priming. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Device history lot: device lot : 1994175. Device history batch: subcomponent lot : n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.

Event description:
It was reported that while implanting an impella cp the team forgot to connect to the purge line and prime the pump. A new impella cp was prepared and implanted correctly. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.